Event description:
The user alleges that they had changed a patient's tracheostomy tube in the morning and in the evening, when the patient was having an inhalation, the new inserted tube fell into two parts. The tracheostomy tube was replaced and there was no patient compromise.